Manufacturer narrative:
Section d1 brand name corrected. H6 codes were updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a fifty-five-year-old male with a past medical history of hypertension, non¿st-elevation myocardial infarction, multivessel coronary artery disease, and umbilical hernia was referred for surgical evaluation. The patient declined surgical intervention and elected to proceed with percutaneous coronary intervention (pci). During the procedure, the patient experienced cardiac arrest and was resuscitated. The clinical team elected to implant an impella cp device following cardiac arrest. The patient was then cannulated for extracorporeal membrane oxygenation (ECMO) to meet ongoing hemodynamic support requirements. During the pci, a perforation of the left anterior descending coronary artery occurred. The patient underwent emergent surgical intervention in which the chest was opened to control bleeding from the perforation. The patient was transferred to the intensive care unit for monitoring and further management. On the following day, surgical chest exploration and washout were performed, and bleeding was controlled. On the second day, the patient was transitioned to veno-venous ECMO, and the right femoral artery access site for ECMO was surgically repaired by vascular surgery. On the third day, a cerebral infarction was identified; however, the neurology team expressed optimism regarding neurological recovery, and an aortic dissection was noted by echo. Plans were made to restart heparin following coagulation studies. On the fourth day, the patient developed a gastrointestinal bleed. On the fifth day, the patient was successfully weaned from veno-venous extracorporeal membrane oxygenation and from the impella cp, which was removed without complication. While the impella cp is conservatively coded for the complications, the coronary artery perforations and its consequences were cause by the pci procedure since the pump does not interact with the coronaries. The ECMO was the primary hemodynamic support device and the bleeding requiring surgical intervention was at the ECMO cannulation site. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.